Manufacturer narrative:
Unit received motor error alarms during basic occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). However unit passed the rewind and displacement test. Unit had missing segments on display, anomaly isolated to the lcd board. Unit returned with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level prior to the call was 35 mg/dl, which was treated with food. Blood glucose level at the time of the call was 157 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
In 2010, low blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.